Event description:
It was reported that the arthroplasty was revised due to infection. The components were implanted in situ for .033 y. The tibial tray, femoral condyle, and patella were revised. No ucla scores available.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(4). Medical records and x-rays were not provided to stryker for review due to irb restriction at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-500, lot # skdry description: triathlon prim cem fxd bplt #5. Cat # 5510-f-501, lot # sjs3l description: triathlon cr fem comp #5 l-cem, cat # unk lot # unk description: unk patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.